Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 0.5ml 31ga 8mm detached from the hub during use. The following information was provided by the initial reporter: material no. 328509, batch no. 7205951. Verbatim: found 1 syringe when removed needle shield hub removed with it.